Event description:
The customer reported to beckman coulter (bec) a 1-2 ml bloody fluid leak from the manual probe of the coulter hmx hematology analyzer with autoloader. The leak occurred during the rinse cycle and was not contained within the instrument. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed that the probe rinse block was leaking intermittently during the rinse cycle. The fse aligned the probe rinse block and replaced the tubing through valve pv49, resolving the leak. The failure mode was related to a misaligned probe rinse block and to pinched tubing at valve pv49. (B)(4).